Event description:
Philips received a complaint on a heartstart mrx device indicating that the shock test failed. The fse evaluated the device on site and available details indicate that during functional testing the device did not pass the defibrillator test and gives an error on external pads. Tests carried out with a pair of cables, multi-use plates test determined negative results. It was then determined that the device needs a mrx capacitor replacement. The part needed to complete the repair is no longer available and the device is no longer supported. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the mrx capacitor. The reported problem was confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time

Manufacturer narrative:
Correction: become aware date updated.